Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged. Functionally, the instrument interlock was reset and the instrument was applied with no abnormalities. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to remove the fired single use loading unit (sulu), separate the instrument halves. Holding the cartridge half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove sulu for instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will "float" up and down in final loaded position. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total gastrectomy, the stapler could not be fired. The firing knob could not be pushed forward at all for stomach resection. Another device was used to complete the case. There was no patient injury.